Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received a "check again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer reported slight trembling and self-treated by consuming apple juice and fruit. There was no report of death or permanent impairment associated with this event.